Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The event history log showed evidence of a check clutch/ plunger lever error. The customer reported product problem was verified during a flow test. There was contamination on the position pot due to fluid ingression. This was attributed to the user. The pump was cleaned, greased and calibrated. The pump subsequently passed all functional tests. The root cause of the product problem was user error.

Event description:
It was reported that there was a plunger/clutch lever error. No patient injury or complications were reported in relation to this event.